Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. Customer's high blood glucose level was 339 mg/dl. She treated her high blood glucose level with 4.3 units of insulin. Large bubbles were present along the tubing. The insulin pump was rewound with the reservoir in place. Her site was sore or irritated. The insulin pump alarmed low reservoir and no delivery. Customer's low blood glucose level was 47 mg/dl. The customer was reusing her reservoir over and over again. The customer ended the call. The device was not returned.